Event description:
It was reported patient underwent bilateral shoulder arthroplasty procedures on an unknown date. Subsequently, revision procedures were performed (b)64) 2013 due to fractured trunions. No further information provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-03917/03918).